Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred across multiple cartridges after being filled with 150 units of insulin. There was no reported impact to the customer¿s blood glucose. Reportedly, a new cartridge was filled and loaded successfully.